Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the valve on the r2p destination slender leaked profusely. There was no patient injury/medical or surgical intervention required. The patient was in stable condition and the procedure was completed. The estimated blood loss was less than 250cc. Additional information was received on 22jun2020. The procedure was a lower leg extremity (lle), superficial femoral artery (sfa) debulk and plasty. The procedure was completed by a percutaneous transluminal angioplasty (pta) post debunking, no stent placed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.